Manufacturer narrative:
Resubmitting f/u 3 as f/u 2 per FDA request. Original date received by manufacturer: 10/19/2017. Getinge's national repair center (nrc) received the power management board from the supplier, and inspection was completed with no visual damage observed. The supplier verified the failure and replaced q31,q33 and q35 and installed the required rework. The board passed testing. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The board failed testing. Due to the second failure of this board and the failure of the supplier repairing it. The board will be scrapped. The nrc could not test the pcb, solenoid control due to a defective component c40 that was burnt. The board was sent to getinge's sustaining engineering dept. For further analysis. Sustaining engineering could not test the board. The board will be scrapped. Updated fields: b4, g3, g6, h2, h3, h6, h11.

Event description:
The company representative reported that the end-user (customer) reported that something blew up in the machine and smoke came out. This occurred while the unit was hooked up to a patient in ICU after surgery. The end-user immediately replaced the unit immediately with a working cardiosave to continue the surgery. No patient injury was reported during this incident.

Manufacturer narrative:
Getinge's national repair center (nrc) received the power management board from the supplier, and inspection was completed with no visual damage observed. The supplier verified the failure and replaced q31,q33 and q35 and installed the required rework. The board passed testing. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The board failed testing. Due to the second failure of this board and the failure of the supplier repairing it. The board will be scrapped. The nrc could not test the pcb, solenoid control due to a defective component c40 that was burnt. The board was sent to getinge's sustaining engineering dept. For further analysis. Sustaining engineering could not test the board. The board will be scrapped. Updated fields: b4, g4, g7, h2, h3, h6, h10.

Event description:
The company representative reported that the end-user (customer) reported that something blew up in the machine and smoke came out. This occurred while the unit was hooked up to a patient in ICU after surgery. The end-user immediately replaced the unit immediately with a working cardiosave to continue the surgery. No patient injury was reported during this incident.

Manufacturer narrative:
09/18/2017 03:35 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)): 09/18/2017 03:29 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)): upon visual inspection of the power management board there was no damage noticed. The solenoid control visual inspection exhibited burnt damage on the component c40. Upon further testing, maquet's national repair center (nrc) confirmed that the power management board failed testing. Due to the defective burnt component c40 the solenoid control could not be tested. Both of these parts have been sent to the supplier for further evaluation. A supplemental report will be submitted upon evaluation results.

Event description:
The company representative reported that the end-user (customer) reported that something blew up in the machine and smoke came out. This occurred while the unit was hooked up to a patient in ICU after surgery. The end-user immediately replaced the unit immediately with a working cardiosave to continue the surgery. No patient injury was reported during this incident.

Manufacturer narrative:
The getinge distributor has advised that the iabp has been returned to the customer for return to clinical service. The removed parts are being shipped back to factory for manufacturer's evaluation. The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge distributor reported that the power management board (part # 0670-00-1162) and solenoid control board (part # 0670-00-1161) in the intra-ortic balloon pump (iabp) were replaced. The iabp was then powered up, manifold test, compressor test and autofill tests were performed and all parameters were within range. The distributor also performed functionality check and balloon pumping using system trainer for several hours and no errors/problem encountered. The iabp is working in normal condition.

Event description:
The company representative reported that the end-user (customer) reported that something blew up in the machine and smoke came out. This occurred while the unit was hooked up to a patient in ICU after surgery. The end-user immediately replaced the unit immediately with a working cardiosave to continue the surgery. No patient injury was reported during this incident.